Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6) 2014

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance was high and out of range. No programming changes were made to the lead. There were no adverse consequences to the patient.